Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer stated they dropped the device previously and a complete set change resolved the issue. Customer's blood glucose level was 188 mg/dl at time of reporting. Nothing further reported.